Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. The vessel was predilated with a maverick balloon of unknown size. The physician advanced a 2.75 x 16 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross the lesion. Upon withdrawal the taxus stent became hung up on the guide catheter and was removed with the guide catheter as a unit. After removal the taxus stent appeared damaged. The lesion was again predilated and the procedure was successfully completed with another 2.75 x 16 mm taxus stent. No patient complications were reported. The patient status is reported as `satisfactory/good'. Of note, this product was used after the expiration date.